Manufacturer narrative:
The suspect device was returned for evaluation. The device was visually examined. The device was split into two pieces. The complaint is confirmed. The visual inspection showed that the device was properly manufactured. The damage to the wire appears to be the result of excessive force applied during use. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found.

Manufacturer narrative:
Device evaluation: the affected device has not yet returned for evaluation. A follow up report will be submitted when the evaluation has been completed.

Event description:
The user reported that the tip of the access wire separated from the shaft during the procedure to access and place a chest tube in the plural space. The patient was transferred to a different facility for the removal of the wire tip, where it was removed successfully. No further harm or injury to the patient was reported.